Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "in the resuscitation room, during the intubation, the light of the blade stopped inside the mouth of the patient. When the blade was tested it worked perfectly. But did not worked whilst in use. It's the second time that it happens. The handle was changed. It might be an issue of the blades." Clinical consequences reported as: "we changed the way to perform the intubation in urgency and we used the endoscope. The intubation time doubled. Several desaturation cases happened so we had to use the bavu (manual respiratory device)." It was reported the patient is fine. The customer did not know if the desaturation was linked to the device failure.